Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak co2 rebreathing risk error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low leak co2 rebreathing risk error code. The biomed reported that the issue was not duplicated, and that a performance verification test (pvt) would be performed. The customer then reported that the device passed the pvt successfully. No further actions were performed.